Event description:
It was reported that while servicing cardiosave intra-aortic balloon pump (iabp) a getinge field service engineer (fse) found a crack in the top cover. There was no patient involvement.

Manufacturer narrative:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) a getinge field service engineer (fse) found a crack in the top cover. The getinge field service engineer (fse) that noticed a crack in the top cover, possible a liquid intrusion point, replaced the display top cover (0040-00-0457). The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4)..